Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited gradual pacing impedance increase and threshold increase. X-ray testing and fluoroscopy testing noted the lead had externalized conductors. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.